Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned inside of the original packaging. The t1 anchor is detached from the device while t2 is still attached in manufacturer intended position. The deployment needle is in the t2 pre-deploy position indicating the device has been actuated once. A functional evaluation revealed the device functions as expected. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an an arthroscopy using the fast-fix 360 curved, t1 was difficult to release. Then, when the setting instrument was withdrawn, the suture came out with it. Just t1 was deployed through the meniscus, and it was not removed from the patient. The procedure was completed using a back-up device with a delay of 30 minutes or less. In the postoperative x-ray, the platelet was visible in the patella. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.